Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump only shows partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was in zumba class when clip came off and pump fell on floor. The customer says the pump light fades away sometimes and display goes on and off. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.